Event description:
Event description: per cnf, it was reported that: [?]event[?]others (please specify the details in the event description column.) [?]shaping[?]no after preparing the farawave, during insertion of the catheter into the body, the starter wire inserted into the farawave became stuck inside the farawave, making it impossible to advance or retract the wire. As a result, the farawave and the starter wire were replaced to address the issue. Physician comments: patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: unknown device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with overstretched coil at the distal end and a fractured ribbon. Approximately 7cm of the ribbon was protruding from the coil. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured just behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. A kink was noted at 120cm from the proximal weld and there was a bend at 12.5cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is "functional: unable to remove" however upon inspection the classification as analysed is "damaged: fracture/shear". Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" as appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.